Event description:
It was reported that the device and electrode were explanted and replaced as a result of a system infection. No additional patient consequences were reported.

Event description:
It was reported that the device and electrode were explanted and replaced as a result of a system infection. No additional patient consequences were reported.